Manufacturer narrative:
Device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested. There was a leak in the body of cylinder 1, which was consistent with sharp instrument damage. Based on the determination that the damage was likely due to explant, it will not be considered a probable cause for this event because it is a secondary failure. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The allegation of infection could not be confirmed; however, a device malfunction was confirmed. The ams 700 conceal reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. Related component, same system: model number: 720182-01. Lot number: 1000078613. Model description: reservoir flat 100 ml.

Event description:
It was reported that he inflatable penile prosthesis (ipp) device is going to be removed on a future date due to pain and infection. The patient "has been having continuous pain in the penis, especially on inflation. This has not settled despite antibiotics and analgesics, suggesting a chronic infection." After the device is removed if there are no signs of an active infection the physician plans to proceed with an immediate salvage and replacement with a new device. If there are signs of an active infection the physician plans to remove the device and then implant a new device a few weeks later. Additional information received states the patient did not have any other symptoms. He only reported "continuous pain, especially on inflation." The pain began immediately after implantation. The infection was located in the scrotum. The "patient had symptom of chronic infection which might have affected this implantation surgery." The physician does not believe that the device caused or contributed to the infection. The device still remains implanted and is planned to be removed. Additional information received states the explanted device was "defective."

Manufacturer narrative:
Related component, same system: model number: 720182-01, lot number: 1000078613, model description: reservoir flat 100 ml.

Event description:
It was reported that he inflatable penile prosthesis (ipp) device is going to be removed on a future date due to pain and infection. The patient "has been having continuous pain in the penis, especially on inflation. This has not settled despite antibiotics and analgesics, suggesting a chronic infection." After the device is removed if there are no signs of an active infection the physician plans to proceed with an immediate salvage and replacement with a new device. If there are signs of an active infection the physician plans to remove the device and then implant a new device a few weeks later. Additional information received states the patient did not have any other symptoms. He only reported "continuous pain, especially on inflation." The pain began immediately after implantation. The infection was located in the scrotum. The "patient had symptom of chronic infection which might have affected this implantation surgery." The physician does not believe that the device caused or contributed to the infection. The device still remains implanted and is planned to be removed.